Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem with the davol device used to treat the patient. A mesh sample has been provided to the md for reactivity testing. At this time the test results have not been provided. Based on the information provided to date, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Note the date of implant is estimated as the exact date was not provided. Addendum: h.11: this is an addendum to the initial MDR (1213643-2018-04090). This supplemental emdr has been submitted to report the corrected product details and implant date based on the information provided in the legal claim. No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. The instructions-for-use (IFU) supplied with the device lists allergic reaction as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Corrected fields: d1 (brand name), d4 (product catalog no.), d6.a (date of implant), g4 (PMA/510(k)#). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : remains implanted.

Event description:
It was reported that in (B)(6), 2017 the patient was implanted with a bard ventralex mesh. As reported the patient has developed a rash over the umbilical area. The dermatology office has requested a sample mesh for patient reactivity testing. Addendum per legal claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem with the davol device used to treat the patient. A mesh sample has been provided to the md for reactivity testing. At this time the test results have not been provided. Based on the information provided to date, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Note the date of implant is estimated as the exact date was not provided. Should additional information be provided, a supplemental emdr will be submitted. Note: remains implanted.

Event description:
It was reported that in (B)(6) 2017 the patient was implanted with a bard ventralex mesh. As reported the patient has developed a rash over the umbilical area. The dermatology office has requested a sample mesh for patient reactivity testing.